Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 300 mg/dl, which the customer treated with a manual injection. The customer stated that there was yellow powder on the contacts of the battery cap. Advised that a replacement battery cap would be sent. The customer requested replacement of the insulin pump. Nothing further reported.